Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level decreased to approximately 50 mg/dl. Contact attributed the low bg to the customer's body rhythm. Juice was consumed to treat bg. Basal rate settings were adjusted to address bg level.